Manufacturer narrative:
(B)(4).

Event description:
This rv lead was explanted and replaced due to intermittent capture and high thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 3 cm segment of the lead body was missing. The returned lead parts were subjected to an extensive analysis. In the course of the analysis, multiple signs of wear along the lead body were noted. In particular 40.5 cm proximal to the lead tip the insulation were found rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore deformations of the shock coils were found which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.